Event description:
It was reported that the patient had heart surgery after pacemaker implant. During the surgery, the right atrial (ra) and right ventricular (rv) leads moved causing high threshold. The leads were capped and replaced. It was noted this caused premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076 lead, implanted: (B)(6) 2000. (B)(4).